Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented with low flow alarms and drop in hemoglobin/hematocrit but on interrogation low flow alarms and clock not set was noted. It was later communicated that the cause of the hemoglobin/hematocrit drop was gastrointestinal (gi) bleeding that was diagnosed via endoscopy/colonoscopy. The bleed was also thought to be the cause of the low flow alarms. The patient was asymptomatic and both the gi bleed and low flow alarms resolved.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.